Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure that stent damage occurred. The physician was attempting to treat a lesion within a moderately calcified, tortuous, protected, left main coronary artery with a 3.5x8mm taxus express2 drug eluting stent (des). The physician was unable to cross the lesion and it was noticed that stent damage had occurred. The procedure was completed with another 3.5x8mm taxus express2 des. There were no pt complications reported and the pt's condition was listed as "ok".